Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Customer changed all supplies and resumed insulin delivery. Blood glucose was 102 mg/dl.